Event description:
Strong wear on the polyethylene part of the tibial plateau.

Manufacturer narrative:
The device history documentation was checked and no deviations from our specifications were found. We will contact the customer to receive more detailed info. This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because the link mitus also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.